Event description:
The customer contact reported no flow. The tubing set was being used to deliver an unspecified solution. It was reported that after an unspecified length of time in use, a prefilled syringe containing an unspecified concentration of adenosine was connected to the distal clave port of the tubing set for an IV push delivery. The customer contact reported that the adenosine would not flow. The syringe was removed from the clave port and the contents of the syringe was injected into a vial. The solution was removed from the vial with a different type of syringe. The second syringe was connected to the clave port and the adenosine was delivered. There were no reported adverse pt effects. The customer contact reported, the adenosine was able to be delivered fast, "just not immediately as intended." No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).